Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance issue. The patient underwent a surgical intervention to abandon the lead and implant a new product. No additional adverse patient effects were reported.